Manufacturer narrative:
The patient is a (B)(6) female. Patient demographics such as date of birth and weight were not provided by the customer. A beckman coulter field service engineer (fse) assisted the laboratory's biomedical engineer with instrument assessment and did not note any hardware issues that contributed to the event. There is no indication the access accutni+3 reagent was returned for evaluation. In conclusion, the cause of the non-reproducible access accutni+3 results cannot be determined with the available information. (B)(4).

Event description:
The customer reported obtaining non-reproducible troponin I (access accutni+3) results involving the access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) for one (1) patient. The elevated access accutni+3 sample for the patient met reflex criteria of greater than 0.04 ng/ml and was repeated on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system serial number (B)(4) and a higher result, above the assay's normal reference range, was obtained. The sample was repeated on the laboratory's alternate access 2 immunoassay system serial number (B)(4) and an elevated result, above the assay's normal reference range that correlated with the original result, was obtained. The sample was then repeated in duplicate on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system; however, for this run the closed tube aliquoter (cta) was bypassed and the sample was loaded directly onto the access 2i, and elevated results which correlated with the original sample and the result obtained on the alternate analyzer, were obtained. There was no change or impact to patient care or treatment which occurred in association with the non-reproducible access accutni+3 results. Quality control (qc) recovered outside of customer established ranges on (B)(6) 2016, but recovered within customer established ranges upon repeat. Calibration and system check parameters were performing within assay and instrument specifications at the time of the event. The patient's sample was collected in a lithium heparin gel tube and was centrifuged for five (5) minutes at 3500 rpm (revolutions per minute). No issues with sample integrity were noted by the customer. Service was requested for the closed tube aliquoter and a beckman coulter field service engineer (fse) assisted the laboratory's biomedical engineer with instrument assessment.